Event description:
It was reported that the collimator on the 9800 system intermittently closed down during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.